Event description:
The hcp reported that the patient was having signs of withdrawal, and that there was a greater than expected residual volume in the pump. A catheter side port study was done, and the doctor was able to demonstrate the backflow of cerebral spinal fluid; a myelogram was done which showed that the catheter was correctly positioned. A rotor study was completed and the rotor was not seen to move under fluoroscopy. The dates of the tests were not reported. The pump was used to delivery fentanyl. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.